Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported unknown side rupture. Device remains implanted.

Event description:
Patient reported, right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken piece of the shell. A microscopic analysis was performed which identify, a sharp edge broken assessed, as unidentified tear broken and opening striated in the posterior side. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a opening sharp in the posterior side assessed, as unidentified (tear) opening. A striated broken in the posterior side assessed, as surgical damage.

Event description:
Physician confirmed right side "rupture". The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.